Event description:
The following was reported by the pt: it is alleged that he was implanted on (B)(6) 2010 as part of a left inguinal hernia repair. He indicated that the plug was secured superiorly to ligament and a 2x4 marlex mesh was placed over the floor of the inguinal canal. Pt has been doing well until (B)(6) 2012. He had been very active with extensive cycling and other activities. He reported the cutting of numerous trees in the spring and having a bout of bronchospasms with uncontrolled coughing. Complainant described his problematic symptoms of discomfort and pain resulting from something "delaminating" and there was a "ripping" feeling. He has seen a surgeon during two visits in (B)(6) 2012, who has described the possibility of a separation of the subcutaneous layers. Pt is currently prescribed celebrex analgesic for the pain as his options are limited due to other health conditions and concomitant therapies. Additionally, he ices the area regularly. The pt reports impaired daily living.

Manufacturer narrative:
We have contacted the initial reporter to request additional info. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports pain and a "ripping" feeling since an episode of uncontrolled coughing. Although medical records have not been provided the pt reports a CT with no related findings to the hernia repair. The pt provided product identifiers and a review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. The mesh has not been reported to be explanted. If additional info is provided, a supplemental report will be submitted.